Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: 5076-45 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. There was t-wave oversensing noted on the right ventricular (rv) lead. The patient was hospitalized, and the rv lead was explanted and replaced. Additionally, it was reported that the right atrial (ra) lead had come out when explanting the rv lead. The ra lead was removed and replaced with a new ra lead. No further patient complications have been reported as a result of this event.